Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. The patient's blood glucose levels exceeded 300 mg/dl while wearing the pod for ore than 48 hours.

Manufacturer narrative:
The device was returned deployed with the formed needle exposed and extending just past the distal tip of the exposed soft cannula. Investigation found the hard cannula not sitting in the slide retract which had fully retracted. Damage was found on the slide retract where part of the hard cannula would normally sit in. The device ran to an 0x18 alarm indicating the reservoir was emptied. The reservoir was confirmed empty.